Event description:
It was reported there were significant increases in the capture thresholds and patient experiencing shortness of breath and chest discomfort. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.